Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition and low impedance measurements. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.